Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 physical samples submitted for evaluation. The reported issue of leakage past stopper was not confirmed upon inspection of the samples. Analysis of the sample showed that no defects or imperfections were observed. Each sample was tested for leak and they all passed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material: 305617, batch#: unknown. It was reported by the customer that they have had multiple issues lately with fluid going passed the plunger. Sometimes there is fluid between the black rings on the plunger, other times droplets behind the plunger altogether.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.